Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, the patient experienced extra cardiac stimulation resulting in discomfort and high capture threshold. The insulation breach was noted at the header of the device. The right atrial (ra) lead was explanted and replaced. The patient was in stable condition.